Event description:
It was reported that the patient was admitted to the hospital at 12:24 p.m. On (B)(6) 2026 with "left sided lower back and abdominal pain for three days," and was diagnosed with "bilateral hydronephrosis with ureteral stones," and underwent transurethral ureteropelvic pelvic laser lithotripsy for stone removal (left side), transurethral ureteroscopic holmium laser lithotripsy for stone removal (right side), and transurethral ureteral stent implantation (both sides) from 16:45 to 17:40, with ureters placed during the operation. At 19:33 on the (B)(6), the patient complained of unbearable pain in the urethra, so the doctor considered that the tubing was the cause of the pain and removed the urethra, which was found to be ruptured near the tip of the urethra. The patient complained of pain relief after the tubing was removed, and the surgeon closely monitored the patient's condition.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.